Event description:
The customer stated an architect i2000 analyzer generated falsely (B)(6) results for one patient. The patient's secondary sample generated an initial (B)(6) result of (B)(6) on (B)(6) 2011. On (B)(6) 2011, the patient's primary sample generated an (B)(6) result of (B)(6), and the patient's secondary sample generated repeat (B)(6) results of (B)(6) and (B)(6). The falsely (B)(6) results were not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of retained kits, a search for similar complaints, and a review of labeling. The precision of architect havab igm reagent, list number (B)(4), lot number 95988hn00 was shown by testing four replicates of the negative control and the positive control of lot 96068hn00 in two runs per day for five days, each on three different instruments and the results are as follows: to evaluate validity of each calibration, one replicate of negative and positive control was tested. All control values met control specifications and were in the typical range. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on our evaluation, we have determined that the architect havab igm reagent, list number (B)(4), lot number 95988hn00, is performing acceptably, and no product deficiency was identified.

Manufacturer narrative:
No consequences or impact to patient. (B)(6) result. This report is being filed on an international product, architect havab-igm, list 6c30, that has a similar us product distributed in the us, architect havab-m, 6l21. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Upon further review, it was noted that an incorrect date was entered and the date was missing from the initial submission. Both fields should have contained a date of (B)(4) 2011.